Manufacturer narrative:
The lot number was manufactured between june 18, 2018 - june 20, 2018. The actual device was not available; however, seven photographs of the sample were provided for evaluation. Visual inspection on the sample photos revealed a ruptured bladder. The reported problem was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a seven (7) small volume intermates ruptured during fill. There was no patient involvement. No additional information is available.